Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited poor thresholds. The pace/sense portion of the lead was capped and replaced.